Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, e3, g2, h2, h3, h6 and h11. The device was not returned for evaluation. The technical assistance center (tac) provided remote troubleshooting and guided the end user to selecting the correct settings for ultrasound image to show. Troubleshooting was able to resolve the reported issue. The event can be prevented by following the instructions for use which state: the endoscopic image and other external images can be displayed on the same monitor at the same time (pip function). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The event occurred during set up and inspection for use. There were no reports of patient harm.